Manufacturer narrative:
(B)(4). The following information has been requested and the following was received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. What were the specific comorbidities that were reported in the original complaint? Date of procedure? Date of surgical site infection? What type and dosage of antibiotics prescribed? What if any other medical and or surgical intervention was provided to address the issue? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails) was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a spinal fusion on and unknown date in 2020 and topical skin adhesive was used with mesh. After surgery, the patient developed surgical site infection. Patient had underlying comorbidities that increased their risk for infection. Patient did not require revision surgery or hardware removal. Patient was given antibiotics. No device will be returned. Additional information has been requested.